Event description:
During a tfn procedure it was reported that during the insertion of the helical blade into the nail, the hb would not advance. The hb was hitting the nail and became stuck. The surgeon used the stepped drill bit to insert the hb and could not advance the hb into the nail. The surgeon then switched to a lag screw and was able to advance it through the nail. Procedure was completed with no further problems. There was no harm to the patient. There was a tight connection and the locking mechanism on the nail was not deployed. This is report 1 of 2 for the complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history record revealed no complaint related anomalies. There was a product evaluation visual inspection done revealing the ti helical blade 95mm was received in a plastic pouch along with the 130 degrees aiming arm and the helical blade inserter. Once removed from the plastic pouch, damage and missing anodize was noticed on the helical blade. When facing the front of the helical blade, the front edge of the flute located ninety degrees clockwise from the cut-off flute, appears to be severely damaged, with some material missing from the flute. The front edge of the flute located 180 degrees opposite from the cut-off flute, appears to be nicked. Missing anodize is noticed on the area where the shaft blends with the neck of the helical blade. The interior wall of the horse-shoe feature appears to be slightly warped at one location. Since the features related to the complaint condition were found to be within the allowable specifications, this complaint is determined to be invalid. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.